Event description:
"During heart cath procedure, medical device perclose became lodged. Laceration of the artery with removal of the device. Pt to the operating room, artery sutured." Upon further query with the customer, the following info was received. The physician attmepted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. It was reported that the access site was confirmed in the common femoral artery and there was no evidence of peripheral vascular disease, stenosis or calcification. The device was inserted without difficulty, however, adequate mark was not achieved. The physician decided to remove the device and discovered that it was "stuck". A vascular surgeon was consulted and attempted to remove the device while the pt remained in the cath lab. It was reported that with "some force" the surgeon retracted the device, rewired the sheath and exchanged the device for a 10fr sheath. Hemostasis was not achieved, therefore the 10 fr sheath was exchanged over a guide wire for a 12 fr sheath. It was reported that hemostasis was then achieved. The pt was taken to surgery for a cut down and repair of a laceration to the artery with "multiple stitches". The pt was discharged home and is doing "well" to date. There are no reports of further adverse pt sequelae.